Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the endoscopic image on the monitor disappeared when the subject device was angulated, due to the breakage and/or electrical short of the ccd cable. Then, after the power of the subject device was cycled, it was also found that the scope communication error b30 occurred on the subject device, due to the contact failure of the electrical contacts of the video connector by the adhesion of foreign material. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc such as the pictures, and similar past cases, there was possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event.